Event description:
Information was received from a health care provider (hcp) and a consumer regarding a patient receiving intrathecal baclofen at a dose of 600.4 mcg/day via an implantable pump for intractable spasticity. It was reported that the reason for the call was the hcp noted 2 alerts when interrogating the pump; one for elective replacement indicator (eri) and another for the programmer time being off. The hcp confirmed that the tablet date and time were wrong; the agent reviewed how to correct this in tablet settings. The hcp mentioned that the patient thought she was not getting her drug from the pump and had been "acting a little odd." The hcp stated that the patient was also sick with other medical conditions so they did not know if the current condition was related to the pump. The hcp did not answer when the agent asked when the patient became symptomatic. The agent advised the hcp to interrogate the pump again now that the tablet settings were correct and to review alert for eri. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.